Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. The photograph showed droplets of leakage; however, location of the leak could not be identified. Functional leak testing was performed on the actual sample, and a leak was observed at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however, was most likely due to inadequate or lack for cyclohexanone applied to the spike port tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.